Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 384085a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot uncovered one relevant nc. However, this did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. CAPA investigation (CAPA (B)(4)) has determined that certain patient conditions can contribute to discrepant inr results. Since the meter was not returned, the impedance curves associated with the discrepant results could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified in CAPA (B)(4) to contribute to a potential discrepant result. Unable to determine a root cause from the available information.

Event description:
This complaint was identified during a retrospective review of customer interaction records as part of an internal alere (B)(4) CAPA (CAPA-(B)(4)) related to complaints received at particular alere intake sites that were not appropriately forwarded to alere (B)(4) for investigation and reportability determination. The available information is limited and no additional information is able to be obtained. The customer reported a variance between inratio inr result=3.3 and laboratory inr result=13.1. There was no adverse event. There was no additional information provided.